Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 448 mg/dl. It was stated that the customer's insulin pump continued to drip drops after the manual prime process and before the fixed prime. The customer was treated with manual injections. The customer had changed the infusion set due to the high blood glucose. Troubleshooting was done. Explained to customer that changing the infusion set resolved the issue. There was no compromised force sensor system alarm in the alarm history of the insulin pump. Advised customer that the insulin pump was working as designed. Advised customer to monitor the insulin pump. Advised that replacement infusion sets and a reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.